Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : device implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure two single leaflet device attachment (slda) occurred. Patient had a challenging anatomy and tr screening images were not available. The heart axis was turned and patient had esophageal varizen, so there were not many transgastric (tg) views possible. The imaging was very challenging and the echo physician needed much time to get an image, which was often not clear. In addition, patient was not under general anesthesia, so sometimes there was some movement. Guide sheath and implant system were inserted and needed much optimization movement to get perpendicular over the valve. First device was placed as (8-2), although the septal leaflet could not be clearly seen. With tg view team could be sure that the septal leaflet was captured. After releasing the device it was safe and stable. Next device was going to be placed p-s. After insertion of implant system, the septal leaflet of the first device detached. The lateral leaflet was still attached. The physician suggested that they might have pushed the first device with the second one. Even the steering with the second device was difficult, but finally it was possible to steer over the valve. Second device was placed p-s (9-3) and the posterior leaflet was grasped first, which could be seen good in one moment. Then steered over to the septal side and tried to capture the septal leaflet. This one could not be seen good, so it was tried again the tg view. In tg view it was not possible to be sure if the septal one was captured, but physician released the device. After releasing, the device lost the posterior leaflet, but was still attached to the septal leaflet. Physician mentioned there was no product issue, it was only related to valve anatomy and bad imaging. The ra pressure sunk from 60 mmhg to 40 mmhg. Starting tr (tricuspid regurgitation) was grade 4+ and ending tr 3+. This is 2 of 2 medwatches since we cannot tell which slda (first, second, or both) could have caused the reduced therapeutic response (ending tr grade 3+).

Manufacturer narrative:
The following sections have been added/updated/corrected: b4, d4, g3, g6, h2, h4, h6 and h10. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was unable to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed empirically via the onsite clinical specialist. Potential contributing factors to the sldas are imaging issues (inadequate/inaccurate view planes), procedural issues (interaction with another implant), and patient related issue (valve anatomy) based on information provided by the clinical specialist. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.